Event description:
Patient¿s initial surgery was performed on (B)(6) 2009, for a distal femur fracture. During a follow up visit surgeon noted development of a non-union. Patient did not want to undergo revision surgery and a bone stimulator was used as an alternative. Subsequently, the plate broke and surgeon removed a 4.5mm lcp condylar plate and 9 assorted screws due to a non-union on (B)(6) 2013. Patient was implanted with a longer condylar plate, screws, dbx bone graph and an articulating device. This is 1 of 10 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp condylar plates were processed through the normal manufacturing and inspection operations. The raw material device history record revealed this lot met all specifications at time of acceptance. No nonconformances were noted. The raw material met all dimensional and visual criteria at the time of release with no nonconformances documented. Placeholder.